Event description:
It was reported that the absorbable adhesion barrier was implanted during a right laparoscopic oophorectomy and cystectomy in 2009. Five days later, the pt developed fever and chills and lower abdominal pain. Antibiotics were given. Two months later, right lower quadrant pain was reported by the pt and examination revealed a four centimeter mass and reported as a post-operative hematoma. Another antibiotic was given. The surgeon reported that based upon examination, the pt did not have an infected hematoma. The pt was seen the following month, and the hematoma was resolved down to two centimeters.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.